Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 115mg/dl-120mg/dl fasting. Verified the strips expire 11/30/2017. Customer confirms the strips have been properly stored and were first opened on (B)(6) 2015. Customer performed a back to back blood test and obtained 215mg/dl and 197mg/dl not fasting. Reviewed meter memory: (B)(6).